Event description:
It was reported that the maryland bipolar forceps instrument wire was noted to be broken prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following additional damages to the instrument: there was an indentation at the edge of the distal pulley and visible scratches on the surface the pulley. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The yaw pulley exhibited char marks on the yaw pulley base. The charring was evidence of an arcing event. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the main tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.